Manufacturer narrative:
The 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.

Event description:
Report received via medwatch form mw (B)(4). A hospital reported that when infusing ffp [fresh frozen plasma] and blood with use of 3m¿ ranger¿ fluid warming sets, high flow (model 24355) lot hx9190, the air chamber from two warmers allegedly "exploded," reportedly causing the ffp and blood to spill onto the floor.